Event description:
It was reported that the device was explanted due to battery depletion after less than two years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed a por condition. Longevity testing at implant parameters revealed that the device had not met its 99.9% expected longevity. This battery depletion was caused by a high current drain. The high current drain was found to be due to a defect in the pacing integrated circuit.

Event description:
Asku